Event description:
It was reported that the vns patient passed away from cardiac failure. No additional relevant information was available. It is unknown if the vns therapy was related to the cause of death. Attempts to obtain additional relevant information have been unsuccessful to date.